Manufacturer narrative:
(B)(4). Unit received with unexpected battery power loss and had high sleep current, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery even after inserting new battery. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.